Manufacturer narrative:
Com-(B)(4)

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the (B)(6)device was performed and passed. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.